Manufacturer narrative:
Concomitant medical products: 511211 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing atrial beats to fall in blanking leading to early termination of atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.